Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A cause for the reported unspecified tissue injury (no treatment) could not be determined. The mitral valve insufficiency/regurgitation (recurrent mr) appears to be a cascading effect of the unspecified tissue injury. The reported patient effects of unspecified tissue damage and mitral valve insufficiency/regurgitation are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and surgical intervention (major surgery) are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. G3: on the initial MDR submitted, the date received by mfg of 5/13/2021, was incorrect and should have been 5/17/2021. H6: code 1157 removed.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. There was no difficulty grasping the leaflets outside of the normal experience in a mitraclip procedure. No additional information was provided.

Manufacturer narrative:
Implant date: estimated date. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage and increased mr requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however the leaflets were difficult to grasp due to visualization. The clip was implanted, reducing mr to 2+. One day post procedure it was noted the clip had perforated the posterior leaflet and the mr increased to 4+. The patient was sent to surgery for mitral valve replacement. No additional information was provided.